Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the right atrial (ra) lead dislodged after positioning. The lead was repositioned three to four times as it continued to dislodge. When repositioning the lead, the helix would not extend. It was suspected that residual tissue remained in the helix from the initial dislodgment which eventually prevented the helix from extending and retracting. The ra lead was explanted and replaced. No adverse patient effects were reported.